Event description:
It was reported that customer received a minimum fill notification while attempting to load new cartridge, and that usable insulin in cartridge was too low according to recommended minimum fill. There was no adverse impact to the customer's blood glucose level. Customer was instructed to add insulin to same cartridge, clean pneumatic tap area on pump with alcohol wipe or lint-free cloth, and reload same cartridge, and after following these steps customer successfully completed load process and resumed insulin delivery; no additional issues were reported.